Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor and was unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to a33 alarm. However, the insulin pump received with normal operating currents and passed the self-test, a21 error test and displacement test. The insulin pump was received with bleeding display cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained lcd resilient cover and scratched reservoir tube window.